Event description:
The customer reported being hospitalized due to high blood glucose. The customer's blood glucose reading at time of call was 516 mg/dl, and she was treated with the insulin pump. The customer mentioned having an upset stomach and was vomiting prior her admission. Troubleshooting was performed. The time, date, and programming were correct. Ran a fixed prime and the insulin did exit. The customer stated that a tubing clamp is not available and will call back to complete the testing. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.